Event description:
Event description guidant received information that when this implantable cardioverter defibrillator (ICD) was checked by the patient with their external interrogation device, a message was given to contact their physician. It was discovered that this device was at elective replacement indicator (eri). Premature battery depletion was suspected.